Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "upon hitting the handle with mallot a sharp edge of metal came off and cut the doctors glove and he became contaminated."